Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap sigma the blade broke outside situs, blade did not have contact with metal. Completed with the same like product. There was no pt consequence.